Event description:
It was reported that the recanalization catheter wouldn't advance down the guide wire during use in the anterior tibial. Upon retraction, the catheter became lodged in the support sheath and the distal tip of the sheath began to bunch up. Both the catheter and support sheath were removed as a single unit without incident. Another recanalization catheter was used to successfully treat the vessel. There was no patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The microsheath support catheter with a crosser catheter fully inserted through the sheath was returned for evaluation. The microsheath was examined and was noted to be kinked and bunched starting 0.5cm from the distal end and continuing for 0.4c from the distal end. An attempt to separate the two devices was made; however, the catheter could not be advanced ore retracted into the sheath. The sheath was then cut longitudinally, with a scalpel, starting at the distal end of the sheath. The crosser catheter was removed from the sheath and bunching was observed throughout the outer catheter. The complaint investigation is confirmed for the crosser catheter failing to advance and retract through the microsheath. Based on the results of the investigation, the two devices likely locked up due to the user advancing the crosser too far past the end of the sheath.